Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the middle section of the stent was found to be lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion. The device was removed and the procedure was completed with 3.50x20mm and 2.75x28mm synergy drug-eluting stents. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.